Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon dilatation catheter (dcb) ruptured during treatment of a severely calcified proximal lesion occluding the superficial femerol artery (sfa). The healthcare professional (hcp) used the common femoral approach with a 7fr sheath and 0.035 advantage glidewire to gain access. An atherectomy was attempted glidewire to gain access. An atherectomy was attempted but the silverhawk plaque excision system (silverhawk) was unable to cross the target lesion. The hcp used an ultraverse 4x10 balloon catheter for predilitation. The ultraverse balloon ruptured on the first inflation before nominal pressure was applied. The ultraverse balloon was removed without difficulty. The atherectomy was completed with the silverhawk system after predilitation. Allegedly, the lutonix dcb ruptured on the first inflation after nominal pressure was applied. As the lutonix dcb wa removed, resistance was felt as the balloon portion entered the sheath. Reportedly, additional retraction force was applied to remove the catheter, resulting in the outer catheter and about 80 min of the balloon to be removed. The inner catheter remained stuck on the advantage glidewire, which was also removed. Diagnostic imaging was used to confirm blood flow in the sfa. No balloon fragments were left in the patient. The sheath was flushed on the sterile table to confirm all balloon pieces and catheter parts were present; however, the distal marker band was separated from the catheter. There was no reported patient injury. The hcp noted down flow anatomy remains unchanged. There was no further treatment during the procedure and no future plans for treatment.

Manufacturer narrative:
Analysis: the eval confirmed the reported event that the balloon had ruptured. Visual analysis revealed the balloon was torn circumferentially at the distal end and the inner shaft was separated from the outer sheath. A review of the device history review did not identify any abnormalities in the mfg process of the drug coated balloon catheter which would have caused or contributed to the reported event. Conclusion- in reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently address the potential factors. Balloon rupture is a known potential complication of a percutaneous transluminal angioplasty procedure and is listed as a potential adverse event in the instruction for use. The physician reporting the event indicated the patient's vessel was severely calcified, which may have caused or contributed to the balloon rupture. However, based on available information, a definitive root cause could not be determined.

Manufacturer narrative:
The original sample included in the event was returned for evaluation; however, the investigation was not complete at the time of this report. When the results of the investigation are complete, a supplemental report will be provided to the FDA. Conclusion: the device is undergoing an evaluation but has not yet been completed. The information provided by bard represents all of the known information at this time.